Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one extended opening. A weight test of the device was performed which verified the device was underweight. A microscopic analysis was performed which identified one opening in the shell with a sharp edge and stress marks assessed as a surgical impact opening, wear abrasion, and stress marks. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp edge opening in the shell with stress marks due to a surgical impact opening.

Event description:
Healthcare professional reported left side rupture, "pain and shape change," and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is rupture and capsular contracture, baker grade iii. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, "pain and shape change," and capsular contracture, baker grade iii. Device has been explanted.